Manufacturer narrative:
Concomitant medical products: 1125 hvad outflow graft implanted: (B)(6) 2019, 1103 hvad pump implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a stress test for a patient with a left ventricular assist device (lvad), the cardiac resynchronization therapy defibrillator (crt-d) detected ventricular fibrillation (vf) - which may have been supra ventricular tachycardia (svt) with1:1 conduction - and a shock was delivered. It was also reported that about five months prior, two non-sustained high rate episodes showed right ventricular lead oversensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.